Manufacturer narrative:
As a device model and lot number were not provided, a search for production-related ncrs could not be performed. The reported device is not expected to be returned to microvention for evaluation. A supplemental and final report will be filed following the completion of the complaint investigation.

Event description:
As reported, during a thrombectomy procedure using a bobby balloon guiding catheter, the bobby was forwarded in combination with a terumo stiff wire. A spasm and a dissection at the ica occurred. Additional information received notes the "dissection" did not require a change of medication nor require any intervention. The patient is noted to be in "good" condition.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be verified.